Event description:
The complaint received, states that pt underwent carotid stent implantation during which one precise stent had deployment difficulties, one precise stent had withdrawal difficulties and the pt experienced hypoperfusion and a cerebral infarction. The pt was a male of unk medical history. The target lesion was left carotid artery, there was no info regarding vessel characteristics. An angioguard was inserted, tracked, deployed and retrieved without reported difficulties. Good placement and apposition were confirmed by angiography. The target lesion was pre-dilated with an unk product. The first precise was inserted and tracked to the lesion without difficulties; however, when the stent was deployed, it was placed approximately 1 cm from the desired target. The physician decided to place a second precise to completely cover the target lesion. The second precise was inserted and tracked to the lesion without difficulties. When the second (sds) stent delivery system was advanced to the target lesion, the physician feels that the two stents were catching on each other. The physician had some difficulty pulling the second sds with stent back away from the first implanted stent. Using the guide catheter to protect the distal end of the sds and stent, the second stent was placed and deployed satisfactorily. Additional info received reveals that during placement of the first stent, all the (IFU) instruction for use guidelines was followed (removed all slack, lay flat, etc). Constant fluoroscopy was performed during deployment. After the two stents were deployed, post-dilation was performed. The physician noted hypoperfusion through the angioguard. An aspiration catheter was inserted and aspiration of blood and debris was done; however, the blood flow continued to be slow. The pt developed right-sided paralysis and aphasia. After the procedure, an infarction was confirmed in the left middle cerebral artery. The pt has pa.

Manufacturer narrative:
No sterile lot number was available, thus no DHR could be performed. Hypoperfusion is a known potential adverse event associated with the carotid stent implantation procedure. It is noted that in usage, during common stent placement, vascular surgeons habitually perform implantation aspiration techniques. The physician wants to avoid having uncaught debris in cerebral perfusion move upstream, causing cerebral infraction. They take advantage of the blockage function of the filter to avoid this event and suction the debris out of the filter. The IFU states, "if the distal perfusion of dye is significantly reduced or no dye is perfusing past the filter basket or guidewire distal marker band, the angioguard rx emboli capture guidewire may have reached its capacity to contain emboli. If there is a severe reduction in distal dye perfusion, it is recommended to exchange the angioguard rx emboli capture guidewire for a new one." Usage of the product other than that indicated in the product's instructions for use (IFU) may involve additional risks not described in the labeling. Based on the info available, it appears that the difficulty experienced by the customer may have been caused by procedural or lesion characteristics and is not related to a product quality issue as the angioguard performed as intended. Aphasia and paralysis, as symptoms of cerebral infarction, are well-known potential adverse events associated with the carotid stent implantation procedure, stroke is associated with a stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. There is not evidence that manufacturing issues contributed to the event. There are procedural issues that may have contributed to the adverse event experienced by the pt, specifically the debris captured by the filter and the hypoperfusion resulting from said debris. This is one of three devices involved with the reported event, which is associated with MFR report number: 9616099-2008-02209 and 1016427-2008-00238.